Manufacturer narrative:
This report was prepared by r money. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112.

Event description:
A hospital in another country, reported to our distributor that when staff were setting up an rt206 breathing circuit to a ventilator, they found it leaked around the water trap. The alleged that the problem was resolved when the water trap was replaced.